Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy, on transection of the hepatic vein, the device did not fire. It was fine when the scrub tested the device before it served. But it did not fire when the surgeon tried to fire. So the scrub tried to fire after the issue and it worked. They used another product to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single-use loading unit (sulu) was received fully fired. There were no visual or functional abnormalities noted during pmv testing. Since the clinical instrument was not received a pmv representative instrument was used for all functional testing. The loading unit was reset, reloaded into the representative instrument and cycled with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.